Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. When the closure device was deployed in the laa it perforated the posterior distal tip of the appendage and caused a pericardial effusion. A pericardiocentesis was performed and 1.5 liters of blood was drained and auto transfused back into the patient. The patient stabilized and protamine was given to them. At this time the effusion then stabilized. The patient was transferred up to the intensive care unit for monitoring overnight. The closure device was fully recaptured and not left in the patient. It was further reported that the patient was discharged from the hospital.

Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. When the closure device was deployed in the laa it perforated the posterior distal tip of the appendage and caused a pericardial effusion. A pericardiocentesis was performed and 1.5 liters of blood was drained and auto transfused back into the patient. The patient stabilized and protamine was given to them. At this time the effusion then stabilized. The patient was transferred up to the intensive care unit for monitoring overnight. The closure device was fully recaptured and not left in the patient.